Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had 1 bar remaining on her battery icon. Customer's blood glucose was 207 mg/dl. Customer was asked to change the battery before the carelink upload. After changing the battery, the customer received a failed battery test. Customer was advised to clear the alarm before uploading to carelink. Customer declined troubleshooting.